Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examination, the pulse generator was found with stored episodes of high ventricular rate from (B)(6) 2019 and (B)(6) 2020. Both episodes had presence of atrial lead noise. Provocative exercises were performed but the noise could not be replicated. No changes were made at this time. The patient's condition was stable.